Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was connected to nim response 3.0, but when the button was pressed to change the stimulation value, there was no response. After switching the probe the procedure was resumed. There was no health impact to patient.

Manufacturer narrative:
H3: product analysis found device and an open pouch were returned in a double resealable bag. The pouch was open on three of the four sides at the time of receipt. No traces of contamination were observed on the device. However, damage to the 6 pin male connector was noted, with four of the six pins bent. A continuity check was performed; the specified connection resistance is less than 5.0 ohms, and the measured resistance was 0.53 ohms, which was within specification. The device was unable to connect to the nim console, and functional testing could not be performed due to the damaged condition of the device as received. The functional performance of the device was limited by the condition of the device upon receipt, and therefore, the complaint could not be substantiated. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was connected to nim response 3.0, but when the button was pressed to change the stimulation value, there was no response. After switching the probe the procedure was resumed. Since it was before patient use, there was no health impact.